Event description:
The user found that the color bar was displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that a connection failure occurred because the video connector receiver, the electrical contacts of the camera head, or the inner circuit board were out of order. If significant additional information is received, this report will be supplemented.